Event description:
It was reported (via mw5152193/mw5152194) that a patient who had mentor smooth round spectrum 375cc saline prostheses placed experienced several unexplained systemic symptoms post procedure. Autoimmune symptoms, hair loss, multiple pulmonary nodules, skin rashes, chronic fatigue, joint pain, malaise, loss of work, severe dry eyes, and miscarriage were noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, explant was performed on (B)(6) 2024. See 1645337-2024-04192 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness / complication of pregnancy. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).